Manufacturer narrative:
6/27/97-supplemental report #1 submitted to FDA.

Event description:
During a laparoscopic diskectomy procedure, the instrument jammed. The surgeon applied another device. The hosp reported that no pt injury had occurred.